Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced from the patient's left eye during the initial surgery due to patient anatomy. It was stated that there was not enough support in the eye. There were no complications reported. A vitrectomy was performed after removal of the model za9003 lens. There was no harm to the patient; the patient is reported to be doing fine. A non-amo lens was used as the replacement lens. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens was inspected at 10x microscope magnification. Viscoelastic residue, fibers, particles, and scratches were observed in the optic zone. The haptics looked positioned. Manufacturing defects were not identified in the returned lens sample. There was no evidence to suggest that the lens received was affected by the manufacturing process. The lens was released in compliance with the product intended use as required. Based on the investigations results, no product deficiency was identified. The manufacturing records for the intraocular lens (iol) was reviewed. A review of the production order found that the lenses were released in compliance with the product intended use as required. Based on the manufacturing record review, it was shown that the lens was manufactured according to product specification. No deviations related to the complaint issue were reported when this production order was manufactured. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The warnings section in the dfu states that physicians considering lens implantation should weigh the potential risk/benefit ratio for each patient and for the following. Patients in whom the intraocular lens may affect the ability to observe, diagnose, or treat posterior segment diseases. Patients in whom neither the posterior capsule nor zonules are intact enough to provide support. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.